Event description:
It was reported that this right ventricular (rv) lead exhibited myopotential oversensing resulting in asystole of greater than two seconds. (B)(6) technical services was contacted, and rv lead troubleshooting and device programming recommendations were provided. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).